Event description:
The customer experienced a problem with the piggyback set up. A 500ml container of an unknown solution was connected to a 100ml container of unknown solution to be delivered at a flow rate of 100ml/hr. Apparently, the solution was delivered at a flow rate of 100ml/hr. Apparently, the solution was delivered in approx 5 minutes. No pt injury. No add'l pt info available. It should be noted that the co sales representative duplicated this report finding that the solution immediately flushed back up into the primary bag.